Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that the imaging system would not power down when prompted by the user using the power button on the imaging system. Outside of this issue, the system was reported to be functioning as designed. No additional information was provided. There was no patient present when this issue was identified.